Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead had impedance measurements over 2000 ohms. Lss was triggered. It was concerned that this was due to crush. It was indicated that this lead was capped.